Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic doctor indicated that the hydrodissection cannula came of the syringe during three procedures. The doctor suspects that the syringe tip size may be incorrect. The procedures were completed after replace both components with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
This is one of two complaints for the finish goods lot for this issue. The device history record review shows the order was built and released per specification. Three opened cannulas attached to syringes were received in a bag for the report of needle came off syringe. The samples were visually inspected and were found conforming. The samples were then functionally tested for luer taper and fit with a syringe and were found conforming. Finally, the samples were functionally tested for air flow. Two samples were found conforming and one sample was non-conforming. The root cause of the customer's complaint on the syringe could not be established as the sample met the supplier¿s specifications. The evaluation of the returned non-conforming sample found the functionality and fit of the hub to be conforming, however the cannula was found to be occluded. The returned sample was received opened and the report description of the complaint file states that the ¿needle came off during surgery¿. Therefore, how and when the cannula became occluded cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. The occluded cannula could have caused increased backpressure which could have caused the hub to detach from the syringe. The cannulas were received with luer slip syringes, not luer lock syringes. The returned non-conforming sample was used in surgery, therefore, the most likely contributing factor for the occlusion is procedural residue introduced during surgery. Specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators for tip obstruction and hub damage. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).